Event description:
It was reported, ¿pt admitted for tibial plateau fracture. Proximal lateral tibia plates were shipped in from (B)(4) on day of event with correct instrumentation and screw caddy. Instruments and implants were taken through sterile processing dept. And sterilized accordingly for case. Incision was made to expose the joint and proximal lateral tibia plate was fixated with pins after fracture reduction. First screw placed into metaphysis and surgeon continued by fixating shaft screws. Neutral drill guide placed into non-locking screw hole. Bone was drilled bi-cortically and screw inserted first by hand, followed by power at slow speed. Speed of drill accelerated, breaking screw approx. 3-4 threads below head of screw. Screw was left in shaft as the surgeon continued on to next distal screw hole. Neutral drill guide placed into non-locking screw hole and drilled bi-cortically, then over drilled with 3.5 drill. Insertion of second screw started by hand and continued by hand. As second screw seated, the screw head broke off approx. 3-4 threads below the head of the screw, again leaving the screw in the bone. Surgeon then moved on to fixate screws in remaining locking and non-locking shaft holes. Proximal locking screws were then placed, holding fracture reduced. Surgeon was then satisfied with reduction and elected not to attempt to retrieve broken screws. Surgeon then elected to close.¿

Manufacturer narrative:
Device was discarded by the hospital. If add¿l info is received it will be submitted on a supplemental report. Same pt event as MDR: 8031020-2012-00170.